Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg¿ and a ¿dosing stops soon¿ alert, and the pump operated in bg run due to a delay in pairing a new dexcom g7 continuous glucose monitor (cgm) after the prior sensor expired; the cgm was connected during the call and glucose readings resumed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.